Event description:
Additional information reported that following the replacement procedure, the ¿patient had great coverage and was doing well.¿

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (B)(4) found that the stim lead body conductor was broken. It was noted that the anchor site was unknown. Analysis of the lead (B)(4) found that the outer insulation on the stim lead body had melted. Analysis of the implantable neurostimulator (B)(4) found no significant anomalies and was functionally ok.

Event description:
It was reported, there was a loss of therapeutic effect. It was noted the patient did not have stimulation sensation at their standard settings. It was noted, the patient had to increase the amplitude to over 5.0v. It was noted, the therapy was working fine. It was stated four days prior to report, the patient had charged the implantable neurostimulator (ins) to full and during that time, the patient had pressed some buttons on the recharger. It was noted, the patient had turned the stimulation off but when they went to turn it back on, the patient did not feel stimulation. It was stated, the patient was worried that they ¿messed something up¿ with the programming when they used the recharger. It was noted, the patient had to turn up the stimulation to 5.10v. It was stated, the patient could feel stimulation at 5.10v on the day of report. It was noted, the patient could barely feel stimulation at 2.80v. It was stated, the patient¿s status was fair. Additional information stated, the patient experienced ¿lead issues.¿ it was reported there was an ¿unknown¿ impedance issue and the reporter was ¿not sure if one or both leads [were] affected because, the implant was discharged on the day of surgery.¿ it was stated, it was ¿unclear what was actually occurring¿ and the ¿patient and doctor decided to just replace the entire system.¿ it was noted, the patient¿s entire ins system was explanted. It was additionally noted that both leads were to be returned to the manufacturer. Additional information has been requested. A supplemental report will be filed if additional information is received.